Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the forceps elevator. The customer's originally reported condition was also confirmed. Additionally, the following additional findings were noted: s-cylinder is shaved, due to clogging of nozzle, water removal ability does not meet the standard value, due to wear of angle wire, adhesive on a-rubber is detached, a-rubber has discoloration, universal cord has a scratch, objective lens has a scratch, distal end has a scratch, s-connector has a scratch, lg-cover glass has a dent, switch box has a scratch, sw1 has a scratch, r/l knob is dirty, control unit is dirty, ig protector has a cut, s-cover has a scratch, grip has a scratch, forceps channel port is deformed, cp-plate has a crack, due to deformation of el-connector, water tightness is lost, acoustic lens has a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that there was low angulation of the up/down knob of their evis exera ii ultrasound gastrovideoscope. Upon inspection and testing of the returned unit, foreign material was found in the forceps elevator. The foreign material was noted to be ocher in color, and could not be identified. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the forceps elevator had foreign material due to a physical damage of the device. The foreign material was unable to be identified but it is likely particles of the damaged device. The event can be prevented by following the instructions for use which state: "·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks." Olympus will continue to monitor field performance for this device.